Event description:
It was reported that a customer observed particulate matter inside the disconnect cap of a capd uv flash set. The event occurred before the customer opened the overpouch. The particulate matter was further described as brown and approximately 3mm in size. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with particulate matter noted on the uc flash disconnect cap. The vendor of the minicap was notified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.